Manufacturer narrative:
Two samples were returned for evaluation. Examination of the returned units showed that one was missing the rotator and one had the rotator off. There was no evidence of solvent on the manifolds to indicate that the rotators had ever been bonded onto the manifold. Production has been notified of this issue. The lot histories for the sub assembly in question were reviewed and were found to be acceptable for this issue. Medex was able to confirm this issue and determine the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the rotator came off the manifold at 1000 psi. There was no pt injury or treatment associated with this event.